Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021, with blood glucose of 625 mg/dl. The customer¿s current blood glucose level was 369 mg/dl. Customer stated that they experienced flu like tired and cramps due to high blood glucose. The customer was treated with intravenous drip and insulin pump. Customer noticed air bubble in reservoir and tubing. Customer alleged insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at the time of event. The insulin pump will be returned for analysis.